Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited elevated shock impedance measurements of 155 ohms. Technical services (ts) discussed potential causes and troubleshooting options. Additional information was received that a revision procedure was performed. The device pocket was opened and was repositioned to obtain more contact with the facia. It was reported that the patient had gained a significant amount of weight since implant, and the physician believed that there was a lot of air in the pocket due to the change in body mass index. After the device was repositioned shock impedance measurements were noted to be 185 ohms. The pocket was then flushed and shock impedance measurements decreased to 175 ohms. A 10 joule shock was delivered and shock impedance measurements were noted to be 195 ohms. The physician closed the pocket and was considering referring the patient for potential electrode explant. Additionally, the device was noted to have reached elective replacement indicator (eri). No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited elevated shock impedance measurements of 155 ohms. It was reported that the patient had gained a significant amount of weight since implant. Technical services (ts) discussed potential causes and troubleshooting options. Additionally, the device was noted to have reached elective replacement indicator (eri). Additional information was received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct the following fields: b5: describe event or problem d6b: explant date h6: impact codes the returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited elevated shock impedance measurements of 155 ohms. It was reported that the patient had gained a significant amount of weight since implant. Technical services (ts) discussed potential causes and troubleshooting options. Additionally, the device was noted to have reached elective replacement indicator (eri). Additional information was received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.